Manufacturer narrative:
(B)(4). Batch # = n90l92. The analysis results found that the er320 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2016. Pt info; concomitant medical products: information was not provided by the contact. Device info, evaluation codes: information anticipated, but unavailable at this time. Batch # ni. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips fed as they should but did not form completely. The procedure was completed with this device with no patient consequences reported.